Event description:
The customer reported to olympus, the camera head image did not appear. The issue was found during inspection for use. The intended therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6). Hospital (general incorporated foundation). During evaluation, the following were found: imaging system component failure (charged coupled device -unit failure), camera cable buckling, camera cable flooded, charged coupled device (ccd) flooded and ar(bending section cover) adapter stuck. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the events occurred due to water immersion in the cable and charged couple device unit. The event can be prevented by following the instructions for use (IFU) which state: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not drop the camera head or allow it to strike other objects. This could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.